Manufacturer narrative:
Investigation summary one photo of a loose 3ml syringe was received and evaluated. It was observed there was a small brown embedded foreign matter particle at the 1.8ml marking with scratches in the same location. The particle appeared to be burnt plastic and was larger than level 3 in size, which was rejectable per product specification. A potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 9025594 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sterility is in question with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from french to english: presence of an impurity in the syringe.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sterility is in question with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from french to english: presence of an impurity in the syringe.